Manufacturer narrative:
This product is not marketed in us but a similar device with catalog # 853-465, 510k# k050082 and upn (B)(4) is approved for sale in us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. X-ray review: post op x ray c3-6 laminoplasty show placement of centerpiece laminoplasty plate. There is back out of the c4 lamina screw opposite to the facet screw. This is predictable for laminoplasty given fusion is not expected to occur. The operation is probably not necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was pre-operatively diagnosed with cerebral spinal meningitis and underwent laminoplasty at c3-6. Post-op, the x-ray report revealed the screw back out at c4 and c6 on (B)(6) 2018. No patient complications reported as the result of the event